Event description:
It was reported that the patient underwent a procedure to explant this inflatable penile prosthesis (ipp) due to inability to inflate. During revision, fluid loss was noted within the system. It was also observed that the outer sleeve of one of the cylinders had peeled back on one side. The reservoir tubing broke off during attempted removal; the physician elected to leave it in place rather than make another incision to remove it. A new ipp was implanted without further consequence to the patient with good post-operative results. It was noted the explanted components will not be returned. A supplemental report will be filed should additional information received or the device returned for analysis.